Event description:
A 13g ravussin jet ventilation cannula was inserted to a pt during an emergency airway procedure and the position confirmed by aspiration of air. The cannula was found to be loosened from the luer socket of the cannula. Therefore pt was intubated and transferred to ICU.